Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, resolving the issue without the error recurring, and the caller successfully began a new sensor session.